Event description:
It was reported that during advancement of a recovery cone removal system, the marker band detached and moved up the introducer sheath. The marker band allegedly moved 15cm proximally and was lodged on the sheath. The physician did not notice the marker band had moved until he performed an ivc cavogram and noticed that there was no marker band. The physician continued to use the sheath to retrieve the filter. The introducer sheath, with the attached marker band, was successfully removed. The accessed vessel was not predilated. There was no pt injury.

Manufacturer narrative:
Device history records could not be reviewed as the lot number was unk. A recovery cone sheath was returned for evaluation. The sheath had one kink approximately 40cm from the distal tip of the sheath. The marker band had traveled 22.2cm proximally on the sheath's surface. The marker band impression was visible on the sheath. The tip of the sheath was slightly flared, possibly due to force applied during the procedure. Sheath measurements were made and all measurements were within specification. It should be noted, based upon the event description, the accessed vessel was not pre-dilated. Per the IFU (instructions for use), the physician should pre-dilate the accessed vessel with a 12f dilator. The device evaluation confirmed the complaint for detachment of the marker band. Root cause is user related as the accessed vessel was not pre-dilated to 12f. The current IFU (instructions for use) states the following: pre-dilate the accessed vessel with a 12 french dilator.